Event description:
The customer reported to olympus, does not show a image on the hd camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image was not displayed, a cable scratch and flooding, the switch does not work and deposit, the main body flooding and the scope mount had corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a damaged cable and water invasion failure. The specific root cause of the damaged cable and water invasion failure. Could not be determined at this time. Olympus will continue to monitor field performance for this device.